Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 64 mg/dl, 199 mg/dl, 73 mg/dl, 57 mg/dl and 51 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.